Event description:
A spine surgeon removed a 1-level cervical plate sometime in 2003. No complaint was made to odev until 2004. The plate was removed because one or more screws were observed, at a routine follow-up examination, to have backed out of the plate. An ortho development product development engineer flew out to meet with the surgeon and determined there was no detectable in a routine follow up visit at which time the patient was asymptomatic. Upon removal of the implant the surgeon determined that the patient was stable and the hardware was removed without replacement.